Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received hi,which on the system indicates a result in excess of 600 mg/dl, and 256 mg/dl within 10 minutes. No adverse event reported from the comparison tests. Replacing and returning the meter and test strips